Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question because the lot number was not reported. Handpieces are released meeting all qa specifications. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. Although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
It has been reported that 12 days after the procedure the patient reported to hospital with a thermal injury and had a bowel resection. Manufacturer was unable to collect any additional information regarding this event.